Event description:
It was reported that the user¿s ilet displayed ¿unable to proceed, please see alerts¿ during the fill tubing process, repeatedly stopping around 20 units despite rewind attempts, alternate cartridge use, and successful advancement only when the chamber was empty, consistent with an insulin delivery motor stall alarm and a stalled motor condition. Symptoms included hyperglycemia with a highest recorded glucose of 209 mg/dl. Outcomes included self-management with manual insulin, no professional intervention, and no acute complications. Investigation included troubleshooting and education with guided steps to isolate the issue and arrange device replacement. Investigation of the returned device revealed a consecutive stalled motor during insulin delivery associated with the pump mechanism and insulin pathway, consistent with device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.